Manufacturer narrative:
Revision notes were provided and indicated that the patient had persistent pain in the left knee after falling in physical therapy. It was also stated that there was a suggestion of loosening of the femur, and that the femur was removed quite easily with osteotomes. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level, and type of activity are unknown. It is likely that the patient's fall largely contributed to the femoral component loosening. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient was revised due to loosening of the femoral component.